Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution for the problem of respiratory reaction and allergic symptom did not reveal a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms and respiratory reaction is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa solution is similar to cidex opa solution sold in the united states. There was no product returned and the lot number was not available for retain evaluation. From the information gathered, it is unknown if the room where the disopa solution is contained is well ventilated as the hcw reported that she inhaled disopa solution. As indicated in the cidex opa solution instructions for use (IFU), exposure to cidex opa solution (same as disopa solution) may elicit an allergic reaction. Exposure to opa vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate pre-existing asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The cidex opa solution IFU states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. When disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air. Per the IFU, for manual processing, use the high level disinfectant at a minimum of 20°c (68°f).

Manufacturer narrative:
(B)(6). Sex: gender-correction: female. (B)(6). Additional information received: the reported asthmatic attack was more than 20 years ago and the hcw has a dim recollection of that event. It is unknown if that event was related to disopa. The hcw has no previous medical history including history of allergy except for the prior asthmatic attack. She does not smoke or drink. She wore ppe of gloves, goggles, mask, and gown. In (B)(6) 2011, the hcw experienced allergy symptoms including a sore throat, lacrimation, and respiratory discomfort shortly after disinfecting endoscopes using disopa. The symptoms reoccurred again in (B)(6) 2011, when the hcw disinfected endoscopes using disopa. The symptoms resolved when the hcw stopped using disopa. At the (B)(6) 2011, the hcw sought medical attention and was diagnosed with allergies of a non-serious nature. The hcw did not receive any treatment for this allergy event. The symptoms resolved in (B)(6) 2011. The hcw stated that she "judge(s) this event as a causal relationship with disopa because the symptom appeared after inhalation of disopa". The endoscope room has no windows, the door was open and a fan was positioned 30 centimeters to the side. The endoscope room was described as a five-mat room manually processing fiber scopes (olympus mfg) in a tray of disopa. The tray was covered when not in use.

Manufacturer narrative:
Ni

Event description:
A facility reported that a healthcare worker (hcw) experienced an asthma attack when employed at a previous employer. The hcw alleged that he was using disopa at the previous employer. It is unknown if the hcw is alleging that the asthma attack was related to the disopa. The hcw's name and the place of employment are unknown. It is also unknown if this event was reported previously. The date of the event is unknown. The hcw reported respiratory discomfort at night after using disopa at the present facility. There has been no report of injury or harm for other hcws. It was stated that the present facility will not report this event to the authority. Additional information has been requested.